Manufacturer narrative:
(B)(4). (B)(6). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had drained off 20 liters in their first dialysis session on a homechoice (hc) machine. This drain meets the criteria for increased intra-peritoneal volume (iipv). The registered nurse (rn) was calling because they were expecting to get a high drain alarm since they are trying to get high drains off of the hp. The technical service representative (tsr) explained when the high drain alarm would occur. The tsr was not able to get further information. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The reported drain of 20 liters was the total drain amount for the therapy performed on (B)(6) 2013, not the initial drain amount. Therefore, this does not meet the criteria for increased intra-peritoneal volume (iipv). A review of the device and service history records showed no abnormalities that could have cause or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.